Manufacturer narrative:
Patient information: no patient data provided at initial report. Implant date: shunt implant date not provided at initial report. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the progav valve requiring explant. The patient underwent a shunt system implantation (date unknown) later, the valve was not adjustable. As a result, the valve was explanted on (B)(6) 2019. There are no patient complications or adverse sequelae reported at this time. Additional information was not provided- but has been requested.

Manufacturer narrative:
Manufacturing evaluation: investigation- the product was received submersed in an unidentified liquid. Manufacturing and quality control data - the product was manufactured by a qualified employee. Deviations during assembly did not occur. The valve was sterilized and released for shipment after final inspection. At the time of intake, the progav valve was at a pressure setting of 0 cmh2o. Visual inspection - scratches on the outer casing of the valve were observed through the visual inspection. No other significant deformation or damage was detected. The valve housing was measured and was inside the tolerance. Permeability test- to prove the penetrability of the valve, a test was performed. It is carried out at a hydrostatic pressure of approx. 20-30 cmh2o in the direction of flow. The test results showed that the valve was permeable. Adjustment test - the adjustment tests are carried out with the standard check-mate and measurement tool. It was slightly difficult, but possible to adjust the valve to all settings. Braking force and function test - to measure the braking force, we tested the valve with a braking force apparatus. Here we measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the apparatus. The results showed the brake function was fully operational and the braking force was within the given tolerances. Results - after all the tests, we have dismantled the valve to verify whether it was compromised by the known risks of therapy, e.g. By a build-up of natural substances (protein, blood or tissue particles) in the cerebrospinal fluid (csf). Inside the valve, we have found significant build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the claim of non-adjustability at the time of investigation. The progav valve was adjustable to all settings as specified, but we found build-up which may have caused the suspected malfunction in the past. As described in scientific literature review, the problem encountered is one of the known risks of hydrocephalus therapy. We can exclude a defect at the time of release, and it met all specifications of the final inspection.